Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 500 mg/dl, which she treated with manual injection. Customer was advised to disconnect at the quick release and perform fixed prime. Customer stated the insulin did exit. Customer was explained there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the infusion set as soon as possible. The product was not replaced or returned for analysis.